Manufacturer narrative:
Unit passed self-test and displacement test. Several displayable history check failed on startup alarms were found at the alarm history file. Displayable history check failed on startup alarms due to a corrupted history file. Unit received with minor scratched lcd window.

Event description:
The customer's husband reported via phone call that she was hospitalized three weeks for a non-diabetic issue. They noticed a weird countdown that put them in a 12 hour set up. The insulin pump alarmed displayable history check failed on startup three times. The insulin pump did not have a battery for about three weeks. When they placed the battery back in the insulin pump the customer received the displayable history check failed on startup alarms. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.